Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 21 february 2024, a 20mm amplatzer post-infarct muscular vsd occluder was chosen for implant using a 10f amplatzer torqvue delivery system (itv). The patient's post-infarction ventricular septal defect (pi vsd) measured 14mm x 22mm diameter and very oval defect, so the physician decided to use the 20mm occluder. The occluder was implanted successfully. Few hours after the procedure, transthoracic echocardiogram (tte) showed the device was embolized to the right ventricular outflow tract (rvot). The physician mentioned the cause of embolization was difficult vsd with very oval shape with a length of 16mm.the patient was stable and planned for a surgery to remove the device and close the defect. On (B)(6) 2024, the device removed surgically. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer post-infarct muscular vsd occluder was chosen for implant using a 10f amplatzer torqvue delivery system (itv). The patient's post-infarction ventricular septal defect (pi vsd) measured 14mm x 22mm diameter and very oval defect, so the physician decided to use the 20mm occluder. The occluder was implanted successfully. Few hours after the procedure, transthoracic echocardiogram (tte) showed the device was embolized to the right ventricular outflow tract (rvot). The physician mentioned the cause of embolization was difficult vsd with very oval shape with a length of 16mm.the patient was stable and planned for a surgery to remove the device and close the defect. On 22 february 2024, the device removed surgically. The patient was reported stable.

Manufacturer narrative:
An event of device embolization was reported. Possible causes for device embolization include device over-sizing, device under-sizing or positioning issue due to patient anatomy. Information from the field indicated that the patient had a difficult vsd with very oval shape. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of the reported incident could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.